Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a sudden rise in blood glucose to 220 mg/dl followed by an overcorrection and subsequent low while using the ilet, with no meal announcement and no disconnection from the pump or use of medications known to affect glucose. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose in the form of soda and no hospitalization. Investigation included review of available pump and glucose reports and provision of troubleshooting and education. Investigation of this case revealed no device malfunction or component failure, and user behavior consistent with not meal announcing was noted without evidence of system error. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.